Manufacturer narrative:
Additional information the balloons used for pre-dilation were non-medtronic balloons. No issues were noted on the inflation and deflation of both the sc and nc balloons. Annex d and b codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later reported that there was a fracture in the mid part of the shaft of the stent catheter and that kink in the shaft of the catheter hindered its movement. There was no dislodgement of the stent. The lesion was pre-dilated with sc 1.5x10mm and nc 2.5x10mm balloons. There was no previously-deployed stent. Resistance was noted advancing the device to the lesion and this was believed to be due to a kink in the shaft part of the device. No excessive force was used. No resistance was not noted during the withdrawal of the device. Image analysis: three images received depicted the shelf carton and its label with device details matching details in the complaint file. The other three images received depict the distal shaft, exchange joint and transition shaft. There appears to be deformation to the exchange joint, not a fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure involving one resolute integrity coronary drug eluting stent, the stent failed to cross the lesion and catheter shaft was noted to be fractured upon removal of the device from the patient. The device was not inspected prior to use and negative prep was not performed. No patient complications have been reported as a result of this event.